Event description:
Distributor reported on behalf of user facility that the tracheostomy tube was found bot be deflating at the cuff after 14 days in situ. The report states that the clinician found the pt in respiratory distress as a result of the cuff deflation. An emergent exchange of the tracheostomy tube was performed. No incident related medical sequelae were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.